Event description:
It was reported by the patient that he had his generator and lead replaced due to lead failure. No additional information was received. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.